Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were hospitalized for unknown reason. Blood glucose reading was unknown. The customer stated reported that insulin pump was fallen unable to restart. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with a constant blank flashing white light on the display due to vertical cracked lcd controller. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test due to constant blank flashing white light on the display. Device received with cracked lcd glass, cracked case behind the device at the battery compartment and cracked battery tube threads.